Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the broken probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a probable cause of this complaint could not be determined. Even though the complaint could not be confirmed, the reported failure is a known phenomenon. Fracture of the probe is often a result of user mishandling during use. The probe must be kept concentric to the endoscope's instrument channel while active to prevent the introduction of unnecessary torque on the probe. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "the probe is fragile. It is critical that the surgeon does not bend or torque the probes against the endoscope during the procedure. There is no need to rotate the probe or transducer; it will not improve fragmentation or stone clearance." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the tip of the subject device broke off outside of the patient. This was an out of box failure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).